Event description:
The customer reported that she was driving and got a blank display. When she got to her destination she removed the battery and put it back and the screen returned. Troubleshooting was done. Customer's blood glucose was 54 mg/dl. Customer treated with 5 ounces of juice. It was found that the insulin pump had some sand from the beach in different parts of the insulin pump by the battery compartment area. Customer mentioned that the insulin pump was dropped on the carpet once in a while. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump had cracked reservoir tube lip and minor scratched display window.